Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed as the device stopped working due to a hole/tear in the left cylinder. No further complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed as the device stopped working due to a hole/tear in the left cylinder. No further complications were reported. Additional information received indicated the implant would not fill due to fluid loss. No further complications were reported in relation to this event.